Event description:
The hospital reported that in the course of three months, ten heartstring iii failed during coronary artery bypass procedures. Two devices failed to cut the aorta. Two devices failed to load. Three devices failed to deploy. Two devices were found defective, and one device misfired. Replacement units were used to complete the procedures. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the products in question. Refer to MFR #'s 2242352-2011-01926, 01927, 01928, 01929, 01930, 01931, 01932, 01933, 01934, 01935.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for production lot. (B)(4).